Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was surgically abandoned due to noise and oversensing, as well as abnormal impedances measurements. No resulting adverse patient effects and another boston scientific lead was implanted.